Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high threshold measurements with loss of capture along with a decrease in impedance measurements and decreased sensing. A revision procedure was performed where the lead was viewed under fluoroscopy and appeared to be in the same location as initially implanted. There was also no visable signs of any damage to the lead under fluoroscopy, thus the cause of the high thresholds and change in measurements remained unknown. A lead issue was suspected, thus the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.